Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer became unconscious due to a low blood glucose level of 28 mg/dl. The ambulance was called and the customer was taken to the emergency room. Subsequently, the customer was admitted to the hospital. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the low bg was caused by the customer administering a manual injection while simultaneously receiving insulin therapy via pump. Recommendation was made to discuss diabetes management with health care professional.